Event description:
I had breast augmentation on (B)(6),2013. Within months, I started experiencing hair loss, alopecia, joint pain, inflammation, breast pain, weakness, weight gain, depression, brain fog, memory loss, bruising, inability to heal well from minor cuts or scrapes, and an overwhelming feeling of malaise. FDA safety report ID #: (B)(4).